Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device system was removed due to possible infection. It was stated the pt was scheduled for a lead revision, and upon examination the pt's health care provider noted a possible infection at the occipital lead site. The pt's leads, extensions and device were all explanted. No pt symptoms were reported prior to the explant. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.